Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During initiation of a routine hemodialysis treatment, it was reported that arterial air alarms occurred that could not be resolved. Treatment was terminated without rinseback as the blood in the cartridge was believed to have clotted, resulting in an approximately 50-80cc blood loss. No medical intervention was required.

Manufacturer narrative:
Facility staff have attributed the reported event to operator error, as the pt was not systemically heparinized prior to treatment initiation. Further training has been provided. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide states that "the chances of blood clotting in the cartridge or filter increases when no anticoagulation is used. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.